Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited loosened coupler unit, water leak in head unit and coupler unit and scope cannot be attached smoothly. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that because coupler unit is loosened and due to water leak in coupler unit, the scope cannot be attached smoothly. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.